Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the black box data showed no evidence of loss of prime. During testing, the pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no loss of prime warnings. The force sensor calibration was found to be within specifications. The complaint was not duplicated during testing. Unrelated to the complaint, the battery compartment was observed to be cracked. Additionally, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)